Manufacturer narrative:
Patient identifier should read (B)(6). The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative found that the system initiated in 2d mode, but shutdown was initiated due to the user not observing it on the pendant. Pendant firmware was reloaded onto the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed "system booting please wait" on the pendant. Restarting the imaging system did not resolve the issue, however a second restart resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.